Event description:
It was reported "PICC line had a leak at the hub /clave connection" it was stated this occurred with three devices. This report addresses the third device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed 26 other similar product complaint(s) from this lot number.